Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer having to "wiggle cable to charge". Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot; however, no response was received and therefore no additional information was obtained.